Event description:
It was reported that a malfunction occurred with the pump, displaying code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy until the replacement pump was shipped. The customer was also informed on how to put the pump into storage mode and advised to return the problematic pump using a pre-paid label within 10 days.